Manufacturer narrative:
Image capture flooding, cable flooding, cable image defect (flickering), and scope mount corrosion were identified during the device evaluation. The results of the investigation determined a root cause could not be established for the reportable findings of image capture flooding, cable flooding, and scope mount corrosion. Since flickering occurred when a load was applied to the cable, it is likely that the image defect (flickering) occurred due to partial cable disconnection. A definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image flickering, image capture flooding, scope mount corrosion, and cable flooding. There was no patient involvement.